Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 490cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient complained of breast asymmetry, tightness and discomfort in the right breast, the right breast was not dropping as expected, and the left breast implant would move laterally when lying down. During a physical exam with a medical professional, she was diagnosed with right breast baker grade iii-IV capsular contracture, bilateral breast asymmetry, bilateral dog ear deformities on the lateral breasts, and left breast implant malposition. As a result, the patient was scheduled for bilateral breast implant removal and replacement on (B)(6) 2025. The serial numbers for both products were provided, however, the healthcare professional did not know which device belonged to which side. As it cannot be determined which serial number is for the left and right devices, both are being provided as device a - serial number: (B)(6) and device b - serial number: (B)(6). The catalog and lot numbers are the same for both devices. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event is unclear, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration, cutaneous contour deformity, anisomastia. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).